Event description:
The user facility reported that during troubleshooting for their 3080sp surgical table, smoke emitted from the power receptacle as they plugged in a non-compatible power cord. No report of injury.

Manufacturer narrative:
User facility personnel stated that during the process of troubleshooting, they realized they were utilizing an incorrect power cord which caused the power receptable to not be fully installed into the table's power socket subsequently causing the reported smoke. User facility personnel were able to locate the proper power cord. No service activities or repairs were required. The 3080sp surgical table subject of the reported event is approximately 29 years old and is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.